Manufacturer narrative:
Concomitant products: 50ml bd syringe; therapy date (B)(6) 2016. The customer¿s report of a pca overinfusion was not confirmed. The pcu event log shows that at 11:27 am on (B)(6) 2016 the device was programmed for a pca dose only infusion of hydromorphone 10mg/50ml (concentration 0.2mg/ml). The loading dose was changed from none to 1mg, the pca dose from 0.2 mg to 0.5mg (2.5 ml) and the lockout interval from 10 minutes to 30 minutes. Yes was selected in response to the guardrails warnings that the pca dose, loading dose and lockout interval exceeded the guardrails limits. At 11:31 am, the loading dose completed. At 11:43 am, the infusion mode was changed to pca dose + continuous with 0.5mg/hr for the continuous dose and 4mg/4hr for the max limit. Yes was selected in response to the guardrails warnings that the pca dose, lockout interval and continuous dose exceeded the guardrails limits. At 8:57 pm, following the device being paused and restarted several times, the continuous dose entry was cleared and the infusion mode was changed to pca dose only. Yes was selected in response to the guardrails warnings that the pca dose and lockout interval exceeded the guardrails limits. At 2:50 am on (B)(6) 2016, the pca dose was changed to 1mg. Yes was again selected in response to the guardrails warnings that the pca dose and lockout interval exceeded the guardrails limits. At 4:18 am, the device was channeled off and the system was shutdown and powered off. During this period there were 6 successfully delivered pca dose requests, and 12 requests not delivered due to the lockout interval. The volume recorded as being infused during this period was 42.8749ml. Since the intended programming was not reported, it cannot be determined if an overinfusion occurred. The root cause of the reported pca overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported an over infusion of an unspecified pca medication and requested an event log review due to suspicion that the pca was started using incorrect settings. The intended administration parameters were not provided. Although the patient expired, the customer is not attributing the patient outcome to a device malfunction and stated that user programming is a possible cause of the event. No other details were provided.